Manufacturer narrative:
H.6. Investigation: there were no samples or photos available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
Material no.: 383532. Batch no.: 9099610. It was reported that before use of the bd nexiva dual port 22ga 1.00in the cap fell off of the pig tail port of the catheter. The following information was provided by the initial reporter: after CT exam and transport back to bd the cap fell off of one of the pig tail ports. Cap was replaced. IV wouldn't flush after incident and had to be removed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The initial reporter also notified the FDA on (B)(6) 2019. Medwatch report # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no.: 383532 batch no.: 9099610. It was reported that before use of the bd nexiva dual port 22ga 1.00in the cap fell off of the pig tail port of the catheter. The following information was provided by the initial reporter: after CT exam and transport back to bd the cap fell off of one of the pig tail ports. Cap was replaced. IV wouldn't flush after incident and had to be removed.